Event description:
Consumer's mother alleges several issues with chair. While consumer is driving the chair, it will allegedly continue to go forward when the joystick is released. Consumer has also allegedly fallen out of chair during icy conditions outside. While consumer was re-adjusting her weight in chair, the foot plates had allegedly snapped off. Chair also allegedly ran over consumer's foot. No details have been provided regarding the alleged injury. Injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is an (B)(6) female whose height is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.